Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a photo of the alleged defect reported, was not received at our facility at the time of this report. Based on the lot 10h16 provided, the (B)(4) lot numbers for component tfx-001743 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. In order to perform a proper investigation, to confirm the alleged defect reported and determine the root cause, it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. If device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "oxygen leaks from component connecting non-heated inhaler to medical oxygen mixer." Alleged defect reported as detected during use. It was reported there was no necessary medical intervention. The patient's condition was reported as "fine".